Event description:
It was reported that the patient was presented to the event site hospital due to old myocardial infarction (omi). Therapy was initiated using a cardionsave intra-aortic balloon pump (iabp) and intra-aortic balloon (iab) catheter. Subsequently, percutaneous coronary intervention (pci) was performed on the patient. On postoperative day three, an unspecified operation was performed on the patient and then on postoperative day six, the patient was reported to have moved strongly when a ventilator was attached to the patient. The arterial pressure waveform was noted to become unstable and temporarily spiky, however, the patient's condition was noted to remain stable and iabp therapy was completed. Post therapy, the patient's blood pressure decreased, and iabp therapy was initiated again using a second iab catheter. The same issue was reported where the arterial pressure waveform again appeared unstable. The iabp unit was swapped out with a cs300 iabp; however, the issue persisted. Subsequently, the arterial pressure waveform has become stable and the patient had been reported in stable condition under iabp therapy. The patient's aortic arch was reported to be heavily tortuous and calcified. No anomalies or damages were noted on the cardiosave or cs300 iabp units involved in this event. On january 28, 2020, further review of this complaint event was conducted, and it was determined that an initial emdr for this complaint was incorrectly submitted. The reason no emdr was required is because there was no alleged malfunction of the iabp and the indication for use of the iabp was the ¿decrease in the patient¿s blood pressure." Consequently, there was no patient adverse event reported, thus no MDR required. In addition, a getinge representative has advised that no anomalies were noted with the iabp unit involved in this event. The iabp unit remains in clinical use and no issues have been reported. Please refer to mfg report number 2248146-2019-00936 submitted for the intra-aortic balloon for relevant information on this complaint event. Please note that this complaint will be cancelled in our database.

Manufacturer narrative:
On january 28, 2020, further review of this complaint event was conducted, and it was determined that an initial emdr for this complaint was incorrectly submitted. The reason no emdr was required is because there was no alleged malfunction of the iabp and the indication for use of the iabp was the ¿decrease in the patient¿s blood pressure." Consequently, there was no patient adverse event reported, thus no MDR required. In addition, a getinge representative has advised that no anomalies were noted with the iabp unit involved in this event. The iabp unit remains in clinical use and no issues have been reported. Please refer to mfg report number 2248146-2019-00936 submitted on the intra-aortic balloon for relevant information on this complaint event. Please note that this complaint will be cancelled in our database.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted if additional information is provided. Not returned to manufacturer.

Event description:
It was reported that the patient was presented to the event site hospital due to old myocardial infarction (omi). Therapy was initiated using a cardionsave intra-aortic balloon pump (iabp) and intra-aortic balloon (iab) catheter. Subsequently, percutaneous coronary intervention (pci) was performed on the patient. On postoperative day three, an unspecified operation was performed on the patient and then on postoperative day six, the patient was reported to have moved strongly when a ventilator was attached to the patient. The arterial pressure waveform was noted to become unstable and temporarily spiky, however, the patient's condition was noted to remain stable and iabp therapy was completed. Post therapy, the patient's blood pressure decreased, and iabp therapy was initiated again using a second iab catheter. The same issue was reported where the arterial pressure waveform again appeared unstable. The iabp unit was swapped out with a cs300 iabp; however, the issue persisted. Subsequently, the arterial pressure waveform has become stable and the patient had been reported in stable condition under iabp therapy. The patient's aortic arch was reported to be heavily tortuous and calcified. No anomalies or damages were noted on the cardiosave or cs300 iabp units involved in this event.